Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The product analysis results indicated that the allegation was confirmed. The programmer did not switch on. The on and off button did not respond well. The power button contact was cleaned which resolved the issue. Moreover, the programmer touchscreen was preventively replaced. The programmer copper foil and inverter cover were checked. The programmer cable assembly was removed, and the housing was installed. The programmer left housing and handle cracked and were replaced. The programmer switch was tested several times and worked well.

Event description:
It was reported that during the procedure the programmer shut down and was not able to turn again. During check-up and when plugged, the programmer smell like burned plastic. The programmer did not start nor received power. Different cables were used to try to start the console. No patient involvement was reported. Additional information indicates that the programmer will be returned for product analysis. The product analysis indicated that the allegation against the programmer was confirmed, as the programmer did not power on. The on and off button did not respond well. Moreover, the programmer touchscreen was preventively replaced. The programmer cable assembly was removed, and the housing was installed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that programmer smells like burned plastic when plugged and did not turn on. No adverse patient effects reported. The programmer will be returned for repair.